Event description:
The article, "prognostic impact of tricuspid regurgitation improvement after transcatheter mitral valve replacement: results from an international multicentre registry", was reviewed. This research article is a retrospective multicenter experience to evaluate the prevalence and evolution of tricuspid regurgitation (tr) following transcatheter mitral valve replacement (tavr) with dedicated devices and it assess its association with clinical outcomes. The devices included in the study were altavalve, cardiaq, cardiovalve, cephea, evoque, fortis, intrepid, sapien m3, tendyne, and tiara. The article concluded that tr improvement occurs frequently following tmvr and is associated with favorable 1-year outcomes. [The primary and corresponding author was sebastian ludwig, department of cardiology, university heart and vascular center hamburg, hamburg, germany, with corresponding e-mail: se.ludwig@uke.de.] This study included patients with symptomatic mitral regurgitation and baseline tr undergoing tmvr from 01 may 2014 to 30 april 2025. A total of 309 patients were included in the study, of which an unknown amount received an abbott device. The average age was 77 years. The majority gender was male. Comorbidities included atrial fibrillation, hypertension, diabetes, extracardiac arteriopathy, coronary artery disease, chronic obstructive pulmonary disease, and prior myocardial infarction and stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of tendyne valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes, extracardiac arteriopathy, coronary artery disease, chronic obstructive pulmonary disease, and prior myocardial infarction and stroke. Complications reported included heart failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: prognostic impact of tricuspid regurgitation improvement after transcatheter mitral valve replacement: results from an international multicentre registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.